Manufacturer narrative:
Concomitant products: product ID 3998, lot# v110880, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that the patient just received a system replacement on (B)(6) 2013. The number of electrodes increased from 8 to 16 electrodes. It was stated that the reason for the upgrade was that the leads were not ¿doing what they were supposed to do and the implantable neurostimulator (ins) even though it was full ¿would not work.¿ the ins reportedly would turn off ¿out of the blue.¿ the patient felt stimulation in his right foot and the toes of his left foot, but that was ¿not where he needed it.¿ it was noted that 2.5 weeks prior to the revision, the patient had a testosterone shot near the ins site and the very next day he had difficulty walking and the problem had continued to get worse. It was also mentioned that the patient¿s back was hurting worse as well. The patient¿s pain was at 9-10 and was the reason for stimulation. Additional information was requested, but had not been received as of the date of this report.

Event description:
The patient's health care provider confirmed that the cause of the event was unknown. There were no abnormal impedances. The device was not functioning and the entire device system was replaced in (B)(6) 2013. The patient outcome was noted as no injury.